Event description:
Pt reported that in 2005, their blood glucose measured 123 mg/dl, before driving home from work. One hour later, while driving, pt experienced low blood glucose, resulting in a car accident. Pt stated that they pulled over. To the side of the road, and the next thing they recalls is being a sandwich and a saline IV, by emts. Pt was transported to the hosp, and released 2.5 hour later.